Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained an unknown drug. It was reported the patient stated before her spasticity came back 10-20 fold. The patient noted not being able to put her foot down, her heel on the floor, and her ankle would turn out as soon as she tried to put her foot down and couldn¿t get her arm down. The patient stated that happened right after she initially got the pump in 2008, and ¿something happened and the pump shut off¿. The patient noted she had a brain injury and partial paralysis on her right side.